Event description:
Report 2 of 3 cms (B)(4) windchill (B)(4). A customer contacted ortho's global technical solution center (gtsc) on 02jul2024 to report discordant negative results for antibody screening in indirect antiglobulin test (iat) for one patient, later identified to have anti-m, using 0.8% surgiscreen for gel lot vss566 (expiry 23jul2024) and 0.8% resolve panel a lot vra460 (expiry 09jul2024) in conjunction with mts anti-igg gel card lot 030724001-01 with their ortho vision ID-mts analyzer (B)(6). Complainant/complaint reporter name: (B)(4), medical technologist complainant contact info: (B)(6); customer # (B)(6). Event date: 01jul2024, reported 02jul2024 reagents: 0.8% surgiscreen for gel lot vss566, expiry 23jul2024, manufactured 21may2024 0.8% resolve panel a lot vra460, expiry 09jul2024, manufactured 07may2024 mts anti-igg gel card lot 030724001-01, expiry 20dec2024 3% surgiscreen lot 3ss484, expiry 09jul2024 patient information: diagnosis - afib patient with a hip fracture. Medication and transfusion history requested, but unknown by complainant. Original sample ID: (B)(6). (Encrypted: (B)(4)) repeat sample ID: (B)(6). Customer indicated on (B)(6) 2024 one patient sample was tested for antibody screen on the ortho vision ID-mts analyzer in conjunction with 0.8% surgiscreen for gel lot vss566 in mts anti-igg gel card lot 030724001-01 and the results were unexpected. Cells 1 and 3 had negative reactions, while cell 2 had an indeterminant flag. On the same day, the customer repeated testing of the original patient sample utilizing the same analyzer and product lots and obtained negative reactions of all 3 cells. That same day, the customer tested the original patient sample for antibody identification on the ortho vision ID-mts analyzer in conjunction with 0.8% resolve panel a lot vra460 in mts anti-igg gel card lot 030724001-01 and the results were also unexpected. All cells with the exception of cells 3 and 9 had negative reactions. Cells 3 and 9 had result flags for fibrin. On the same day, the customer stated that they performed manual tube testing for antibody screen utilizing 3% surgiscreen lot 3ss484. The customer states the homozygous m+ cell reacted 1+ (no further details provided). The customer stated that on the same day, the original sample was also further tested for antibody identification utilizing a competitor's reagents and was able to identify the patient's antibody as "cold igm anti-m showing dosage". The following day, on 02jul2024, the customer performed dat testing in mts anti-igg gel card lot 030724001-01 and the result was negative. On (B)(6) 2024, the customer had a repeat sample drawn from the patient to confirm specimen quality and repeat testing for antibody screen. Reactions with the repeat sample utilizing the same ortho vision ID-mts analyzer and the same 0.8% surgiscreen for gel lot vss566 in conjunction with mts anti-igg gel card lot 030724001-01 were negative for cells 1 and 3, while cell 2 displayed a result flag for fibrin. The customer reported that no biased results were reported to the physician.

Manufacturer narrative:
Investigation details: the customer reported that daily quality control (qc) testing was performed and passed as expected on the day of testing. No additional details provided. The card and reagent red blood cells storage and usage conditions were checked and confirmed to be aligned with ortho's recommendations. The customer reported no visual appearance defects for these cards and reagent red blood cells. The customer provided sample order reports for antibody screen, antibody identification and dat testing. Review of reports confirm the reaction grades reported by the customer. Gtsc reviewed column grade results from the ortho vision ID-mts analyzer via econnectivity additionally confirming reactions obtained by the customer. Gtsc reviewed reactions against the product antigrams with the customer and advised the site to follow internal policies for transfusion should it be required and transfuse ahg crossmatched units as needed. Customer was satisfied with the discussion and concurred that the patient has a cold, igm anti-m antibody that is possibly not clinically significant. According to ortho lot-specific information for 0.8% surgiscreen lot vss566, cells 1 and 3 are positive and heterozygous for the m antigen and cell 2 is positive and homozygous for the m antigen. It follows therefore, that the negative reactions obtained with all 3 cells are not consistent with the expected reactivity of an anti-m antibody. According to lot specific information for 0.8% resolve panel a lot vra460, cells 1, 4, 8, and 11 are negative for the m antigen and cells 2, 5, 6, 7 and 10 are positive and heterozygous for the m antigen and cells 3 and 9 are positive and homozygous for the m antigen. Therefore, it follows that the negative reactions of cells 2, 3, 5, 6, 7, 9, and 10 are not consistent with the overall expected reactivity of an anti-m antibody. However, the result flagging for fibrin reported by the customer for cells 3 and 9 did indicate further review needed. Had positive reactions for these two cells (cells 3 and 9) been obtained, it is consistent with the expected reactivity of an anti-m antibody showing dosage. According to the lot specific information for 3% surgiscreen lot 3ss484, cells 1 and 3 are positive and heterozygous for the m antigen and cell 2 is positive and homozygous for the m antigen. Therefore, the 1+ reaction obtained with cell 2 and negative reactions obtained with cells 1 and 3 are consistent with an anti-m antibody displaying dosage. A review of the manufacturing batch record for 0.8% surgiscreen lot vss566 was carried out at ortho's manufacturing site. One non-conformance was identified; however, further review indicated it was for a leaking cubitainer and unrelated to the current investigation. All in-process and release testing met acceptance criteria. (Dra606873) a review of the complaints associated with the red cell reagents manufactured using donors (B)(6), the ones used to manufacture the three cells of 0.8% surgiscreen lot vss566, was performed. Donor (B)(6), used in the production of cell 3, was used in the production of multiple products. One product lot, 8rc399, also had 4 complaints from 1 customer site reporting false negative reactions for anti-m. No trend by donor (B)(6). Donor (B)(6), used in the production of cell 2, was also used in the production of multiple products; however, no additional complaints indicated false negative reactions for anti-m. No trend by donor 308281. Donor (B)(6), used in the production of cell 1, was also used in the production of multiple products. One alternate product lot, vra291, also had a complaint reporting false negative reactions for anti-m. No trend by donor (B)(6). No trends by donors for false negative reactions for anti-m were identified. (Dra606907) a review of the worldwide complaint databases was performed for 0.8% surgiscreen lot vss566 (expiry 23jul2024), through 18jul2024. A total of one complaint was identified for falseneg and related call areas (the complaint under investigation). No additional complaints related to the failure mode were identified. No trend was identified. (Dra606874) no further investigation was carried out on these incidents. No retain testing could be performed on the reagent red cells 0.8% resolve panel a lot vra460 as the product had expired at the time of this investigation. The potential assignable cause of the discordant negative antibody screening and identification results obtained by the customer is sample related, the patients anti-m antibodies being weak and/or at the detection limit of the technique and reagents used and/or associated to the variability of the m antigen present on the reagent red blood cells. There is no evidence of any systematic failure of the ortho reagents or analyzer to perform as intended. In mitigation of the discordant negative antibody screen results, the 0.8% surgiscreen and 0.8% resolve panel a instructions for use state: for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive. In further mitigation of the discrepant negative antibody screening results obtained by the customer, it is known from literature that numerous examples of anti-m(mns1) are of apparent natural occurrence and better react below body temperature. Most examples of anti-m(mns1) antibodies are not clinically significant and can be ignored for transfusion purposes - refer to page 96 - handbook of clinical and laboratory practices in the transfusion of red blood cells from marsh/reid/kuriyan/marsh (1993). No biased result was reported to the physician. The patient was not harmed. No other complaint of this type has been received from the customer site since the time of the reported events.